Manufacturer narrative:
Device was not returned to spectrum medical for investigation. Customer continued to use module without incident. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039 this resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 15 out of 16.

Event description:
User reported issues related to the heater cooler unit not waming or cooling sufficiently. Failure to heat or cool is considered a reportable event. There was no patient harm a as a result of this malfunction.